Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that, during insertion of trans ray plus 35cc intra-aortic balloon (iab), the product using the standard procedure, the balloon portion disintegrated, making insertion impossible. No harm or injury to the patient was reported.